Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted and no issues were found that could lead to this complaint. A functional inspection found no issues that can lead to the complaint. The DHR showed that the product was assembled and inspected according to specifications. Customer complaint cannot be confirmed since received sample was found within specification.

Event description:
Customer complaint alleges that the nebulizer connector does not fit into the flowmeter. Alleged defect was reported as detected during inspection/functional testing prior to patient use. No report of patient harm or delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect, was not provided at the time of this report. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. However material from the production line was verified and no issues were found that can lead to this customer complaint. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges that the nebulizer connector does not fit into the flowmeter. Alleged defect was reported as detected during inspection/functional testing prior to patient use. No report of patient harm or delay in treatment.